Event description:
It was reported that during tka the surgeon could not get the inserts to seat properly. Delay of less than 30min reported. No injury reported. Back up available.

Manufacturer narrative:
The affected genesis ii ps inserts were returned and evaluated. A visual inspection of the returned devices found damage on the locking detail of the inserts, probably from the attempted use. The first device was manufactured in 2018. The lot is unknown for the second device as the batch number is illegible on the part. A dimensional inspection was attempted; the damage/deformation at several features of the devices would not allow for accurate measurement. A review of the complaint history for the first part revealed no prior complaints for the listed failure mode. A review of the manufacturing records for the listed batch did not reveal any deviation from the standard manufacturing processes. Our investigation could not determine a specific cause of the failure. No further investigation is warranted for this complaint; however we will continue to monitor for future complaints and investigate as necessary. We consider this investigation closed. Credit has been issued for these devices.